Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for failure analysis evaluation. If additional information is obtained, a follow-up MDR will be submitted. Per the instructions for use (IFU) for the vessel sealer extend (vse) instrument: "warning: use caution during surgical procedures in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc.). Do not use this instrument on calcified vessels, as inadequate sealing may result." A review of the device logs for the vessel sealer extend (vse) instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show that the instrument was installed 3 times, and it passed homing 3 times. A total of 152 cut complete events and 175 seal events were recorded. The logs also show 1 cut failed event, indicating that the vse knife did not successfully complete the cut, and 2 jaw angle open events, indicating that the vse jaws were too far open to allow cutting (i.e. The smartcut feature), likely due to the exposure of the blade. After these 3 events, the instrument continued to function normally. There are no e100 logs for this instrument, as an erbe vio dv generator was used with this instrument. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the mesenteric artery was sealed with the vessel sealer extend instrument twice, but when the vessel was cut, the artery burst. The instrument sealed and "reached auto-stop," however, the seal was not sufficient. There was an audible signal (continuous tone) during the sealing sequence while the pedal was pressed. The seal cycle completed with the fast audible tones, as expected. No errors appeared from the system while the sealing issue occurred. It was unknown if tissue effect was observed during the sealing cycle. The artery was not under tension during the sealing/cutting process, and it was not greater than 7 mm in diameter. It was unknown if the tissue had been exposed to radiation or chemotherapy prior to the procedure. The jaws of the instrument did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. It was unknown if the jaws were immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle. The instrument was inspected prior to use, and no damage was reported. The instrument did seal successfully for approximately 30 - 40 minutes prior to the issue. The surgeon stated that there was some calcification noted in the vessel, which could have prevented the sealing process. The system was undocked, and the surgeon intervened laparoscopically. The bleeding was controlled/resolved with an unspecified stapler instrument. The estimated blood loss was unknown, but no blood transfusions were required. The patient is currently healthy and has been discharged from the hospital.